Event description:
It was reported that during a chemotherapy session, the catheter separated and migrated to the right pulmonary vein. A snare was utilized to remove the catheter. The pt suffered some tissue necrosis as a result of the drugs inadvertently being delivered to the interstitium. Also, the pt was psychologically traumatized. There were no other complications.